Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test at 22.59 psi" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion test at 22.59 pounds per square inch (psi) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.